Manufacturer narrative:
. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that after the doctor completed radial case, the surgical tech placed a tr band on the patient. When she tried to inflate air in tr band, the balloon would not hold any air as she pulled the sheath. She had to hold pressure and apply a new tr band which then held air. The patient was ok and had no complications or harm. The estimated blood loss was less than 250cc. The location of the leak was said to be the balloon portion itself.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).